Event description:
A sales representative reported that a female patient developed a gram positive infection 10 days after receiving op-1 as part of a single level plf in which she received 1 unit of op-1 putty and 5 cc of calstrux. No migration was noted. Additional information has been requested. Additional information was received 02/01/2008. The onset of infection was 2008. A wound culture showed the infection to be gram positive staphylococcus epidermitis. The physician suspects the event is related to op-1 putty. The patient was returned to the or 5 days later for incision and drainage (I & d) and placed on IV antibiotics (nos) for 6-12 weeks. The infection has not resolved as of date information was received. Additional information was received feb 06, 2008. The patient was placed on the following medications: vancomycin, 1g/250 ml. Clindamycin, 600 mg.